Event description:
Attorney alleges plaintiff has developed physical symptoms including breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, arm/neck pain, burning sensation in breast, nipple discharge, inability to breast feed, non-specific autoimmune symptoms, leakage, anxiety, stress, pain and suffering.